Event description:
The patient called to report that they have been hearing a solid tone about six to seven times over the weekend. The patient also stated that they can make the tone when they lift their arm. It was noted that there were no magnetic fields that were being picked up by the patient's device. Additionally, the patient stated that it seems to be hurting a little more than usual, but it could be a mental thing since I¿ve been thinking about it. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine if this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).